Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the patient's right ventricular (rv) lead and right atrial (ra) lead exhibited noise oversensing resulting in pacing inhibition. The physician elected to explant and replace both the rv and ra leads. The patient was in stable condition throughout.